Manufacturer narrative:
The insulin pump had constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform self-test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer's blood glucose was 182 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.